Event description:
While performing the daily safety checks of the device and crash trolley, a staff member noticed that the unit's 'ac' lamp was not lit. The reported problem is indicative of a device that will not operate on ac power. When checking the iec mains cable at the rear of the unit, a spark was observed and a loud bang heard. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). A preliminary visually evaluation was performed. There was no blackening or obvious signs of arcing or burning externally. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.